Event description:
Information was received that a smiths medical bivona customer flextend tts tracheostomy tube 19-sep-2019 MDR=yes. It was reported that the tracheostomy tube showed signs of mold. No patient death or serious injury. The complaint device is considered to be a life-supporting or life-sustaining device and thus is essential to maintaining human life as defined in section 519(f) of the fdc act. This file is considered malfunction reportable at this time. Sj.

Event description:
It was reported the device trach has mold. No patient injury reported.

Manufacturer narrative:
Other text: no lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# 617147. G5 is unknown. No product information has been provided to date.

Event description:
Additional information was received that a tracheostomy (trach) change out was required.

Manufacturer narrative:
Additional information was received that a tube change out was required. The file has been updated accordingly to reflect the reported serious injury. Possible event date either 01sep19 or 13sep19.